Manufacturer narrative:
1. Production process review: the production process batch records and the finished product inspection reports were traced according to the batch numbers. No abnormalities were found during the production process and the finished product inspection. Additionally, there were no changes in the production process or raw materials used. Batch sample inspection: on february 28, 2025, samples from two batches (batch numbers: 230815/221201, specifications: 22g*1 1/4''/21g*1 1/4'' were taken, with 10 units from each batch (totaling 20 units) for the following tests: 1) appearance inspection: all 20 units were inspected. The needle tubes were straight without bending, and the rubber sleeves were intact with no abnormalities. 2) simulated clinical blood collection test: the 20 units were used for a simulated clinical blood collection test (details can be found in attachment 1 and attachment 2 videos). The test results showed no instances of tube popping off or leakage. All samples passed the inspection. 3. Root cause analysis: 1) tube popping off issue: a. Silicone coating on the needle tube: for the blood collection needle product, the issue might be related to the silicone coating on the needle tip. If the silicone oil used in the production process is not replaced in time, the concentration of the silicone solution may become too high, reducing the friction between the needle tube and the rubber sleeve. When used with blood collection tubes that have lower hardness, this could potentially cause occasional tube popping off. However, based on the batch sample inspection and the production batch records and finished product inspection reports, no abnormalities were found, making this factor unlikely. B. Blood collection tube rubber stopper issue: the hardness and thickness of the rubber sleeve on the blood collection tube, as well as the silicone coating on the needle, could also contribute to instance of tube popping off. 2) blood leakage issue: during use, if the tube popping off before the pressure inside the blood collection tube is fully released, the inertia of the blood collection process could cause blood leakage. Conclusion: based on the above analysis, the retained samples were tested according to the instructions for use, and no needle tube popping off or leakage issues were observed during the simulated blood collection test. However, the blood collection needle product must be used in conjunction with blood collection tubes to complete the blood collection process. The issue may be related to the compatibility between the rubber sleeve of the blood collection tube and the needle tip of our blood collection needle.

Event description:
Tubes popping off, happens most with yellows, vial needle remains down and blood leaking while tubes being swapped. Leaking occurs after several tubes.